Event description:
The event is reported as: during incoming inspection a pinhole in the packakge was observed.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report. A device history record (DHR) review was conducted. The DHR showed no issues that may have contributed to any quality issues reported. All process parameters were within specification. All in-process qa inspections were acceptable. All post sterility and package integrity tests were acceptable. At the time of this report the sample was not available from the customer to investigate. The complaint can not be confirmed and a root cause determined. Teleflex will continue to monitor feedback from customers on issues related to pinholes found at inspection on adaptor products.